Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex enteral colonic stent was to be implanted in the sigmoid colon to treat a functional stricture during a stent placement procedure performed on (B)(6) 2017. According to the complainant, the procedure was done as a bridge to surgery scheduled in four months. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent but the stent was deployed proximal to the stricture. The physician repositioned the stent using a reusable rat tooth forceps to pull on the distal end of the stent; however, the stent snapped and a metal piece was sticking out. The physician decided to leave the stent in place and implanted another wallflex enteral colonic stent as a stent-in-stent procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex enteral colonic stent was to be implanted in the sigmoid colon to treat a functional stricture during a stent placement procedure performed on (B)(6) 2017. According to the complainant, the procedure was done as a bridge to surgery scheduled in four months. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent but the stent was deployed proximal to the stricture. The physician repositioned the stent using a reusable rat tooth forceps to pull on the distal end of the stent; however, the stent snapped and a metal piece was sticking out. The physician decided to leave the stent in place and implanted another wallflex enteral colonic stent as a stent-in-stent procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on april 20, 2017: patient had cancer but the stricture in the colon was not cancer.